Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were unable to reach the bathroom in time last night and were still using a pad. The patient also inquired whether the bump on their back would eventually settle, noting that the healing process had gone well. They planned to increase the stimulation today to see if it made a difference. Initially, the patient experienced pain in the lower buttock and vaginal area due to the high stimulation, which felt like an electrical impulse. After the procedure, they set the stimulation level to 1.1, and they adjusted it to 0.5, now they were at 0.6. The agent advised the patient that they could increase the stimulation strength to a level where they could feel it, as long as it was not uncomfortable or painful. The patient expressed difficulty in communicating with their healthcare provider and was only able to speak with the nurse, which made them uncomfortable discussing this information. The patient was advised to contact their healthcare provider for further assistance. Patient reported urinary symptoms.